Manufacturer narrative:
Imaging done at the time of explant found that the ipg had migrated within the pocket to be no longer parallel with the skin surface. The depth and position of the ipg appeared to be otherwise appropriate. The patient did not share any events or behaviors that are suspected to have contributed to the ipg migration. It is possible that the quality of tissue in the patient's back is not sufficient to support stability of the device. It is also possible that the anchoring of the device was not adequate to prevent migration. The information available does not allow for conclusive determination to be made regarding the cause of the device migration.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat upper back pain. Approximately 1 week after activating the system the patient noted communication issues between the implantable pulse generator (ipg) and the external therapy discs. The issues were determined to be related to device migration and a surgical revision was performed on (B)(6) 2024 to place a new ipg higher and more midline than the original placement. See MDR 3015425075-2025-00003. After the revision, the patient reported improved communication between the components while in a stationary position, but the devices continued to disconnect during patient movement. On (B)(6) 2025 a full system explant was performed per the patient request.